Manufacturer narrative:
(B)(4) on an unknown date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. Approximately two months and four days prior to the receipt of this report, the patient was hospitalized for a hernia repair surgical procedure. On an unknown date, dianeal therapy was stopped and the patient was placed on back up hemodialysis therapy. On a later unknown date, back up hemodialysis therapy was stopped and dianeal therapy was resumed. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.